Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 3/28/2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: no intraocular lens was received as part of this return. Visual inspection of the handpiece revealed that it was received with the plunger rod fully retracted. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. Conclusion: the complaint issues cosmetic issues was not confirmed during product evaluation as the complaint lens was not returned. No other issues were identified. As per complaint investigation results, the product was released within specifications. Relationship between the device and the reported incident could not be determined. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
There was no patient contact with the product. Device evaluation: product evaluation could not be performed because the product was not returned. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. No non conformance report (ncr) was found during record review. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had scratches. There was no patient contact with the product. The event was observed during handling. The procedure was completed using the backup iol. No other information was provided.